Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information reviewed and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement associated with a sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.h6: code 2017 was removed

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. When turning the m knob, the sleeve moved in the wrong direction as a miss-key was suspected. Therefore, the clip delivery system (cds) was removed and replaced. One clip was then implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.